Event description:
It was reported that the patient's right implantable neurostimulator (ins) is taking four hours to recharge while the left ins is taking only two hours. The patient stated that the wireless recharger will be connected for a little while recharging and then the connection will break. The patient stated they use the drape while recharging. The patient stated that both the implants will start at 50% charge. Due to the patient receiving a new wireless recharger recently, patient services redirected the patient to the healthcare provider to further investigate this issue. No symptoms were reported. 2023-05-31 (B)(4) update (con): additional information received from the consumer reported they received the replacement handset and were able to connect successfully. The consumer also mentioned the wireless recharger didn¿t maintain a connection with the right implant as well as it did with the left. The consumer didn¿t believe the right side was flipped but did mention the right side protruded more than the left implant. During the call the consumer was able to get an excellent connection with the right implant.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.